Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm .problem isolated to force sensor. Unable to confirm frozen screen, or keypad anomalies due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and insulin pump had a frozen display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was advised to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.